Manufacturer narrative:
A malfunction of a citadel plus bed frame was found by an arjo representative at arjo service center. Following information gathered, a side rail panel was detached from the side rail mechanism. No injury was reported. The bed is part of us rental fleet. It was rented on (B)(6) 2021 and picked up from the customer on (B)(6) 2021 without indication about any issue. All citadel plus bed frames are equipped with 8 adjustable bed width adjustments which allow extending the width of the frame. During the bed evaluation conducted by an arjo technician, it was found that not all bed width adjustments were extended. Based on this observation, we concluded, that side rail might detach as a result of collision between side rail and one of the width adjustment. According to warning included in the instruction for use ((B)(4)) the user ¿make sure all eight width extension sections are extended. Using the bed without all extension in the same position may cause damage to the bed as well as create an unsafe condition.¿ to conclude, the side rail panel was detached from the bed and from that perspective, the citadel plus bed did not meet the performance specification. It is unknown if the bed was in use by a patient when the reported issue occurred. Although there was no serious injury reported, the complaint was decided to be reportable due to the allegation of side rail panel detachment.

Event description:
A malfunction of a citadel plus bed frame was found by an arjo representative at arjo service center. Following information gathered, a side rail panel was detached from the side rail mechanism. No injury was reported.